Event description:
On (B)(6) 2012, the distributor contacted animas and reported no power to the pump. There was no additional information available for this complaint. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [(B)(4)]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was able to power on properly. The pump was exercised for 24 hours with no power issues. A review of the pump history did not show power loss issues occurring. A blank display was not observed.